Event description:
It was reported that the patient was in the hospital for receiving inappropriate therapy due to t-wave oversensing (twos). The right ventricular (rv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) on multiple episodes resulting in inappropriate shocks. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2011. (B)(4).